Manufacturer narrative:
Device evaluation: the complaint product that was received in the returns lab was an unopened pixie combo pack. Visual inspection of the unopened device shows no evidence of any blood stains. Conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received information that during use of a pixie cardiotomy venous reservoir (cvr), it was reported that air leakage occurred in the pixie oxygenator, causing the patient¿s blood to come into contact with the system¿s temperature control water. The photos provided show an unopened pixie combo pack. An unopened pixie combo pack was received in the analysis lab. Confirmation was requested regarding the discrepancy in the photos, returned devices and the event information. The confirmation received stated that there was evidence of blood stains on the pixie cvr inside the unopened tray. Evidence of blood staining was not observed during the analysis. B.3.date of event updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a pixie cardiotomy venous reservoir (cvr), it was reported that air leakage occurred in the pixie oxygenator, causing the patient¿s blood to come into contact with the system¿s temperature control water.the device was replaced to complete the procedure. There was no adverse patient effect associated with this event.